Event description:
It was reported that during a clinic visit, this pacemaker was found to be operating in safety mode. Technical services (ts) was notified and recommended for the pacemaker to be replaced. At this time, no surgical intervention was reported. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be operating in safety mode. Technical services (ts) was notified and recommended for the pacemaker to be replaced. At this time, no surgical intervention was reported. This pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.